Manufacturer narrative:
The suspected device was returned and investigated. The catheter performed as expected and no root cause could be determined for the reported complaint. In addition, investigation review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
A very athletic slim patient with difficult to treat veins had an ablation procedure. During treatment in the upper segment, groin to knee, at the last segment, the catheter started to "broil" and then smoked. It was noted that the wounds at the entry sites (2 entry sites: thigh level and ankle/cuff level) excreted fluid and the edge of the wound was red. Patient treated wounds with bepanthen plus créme. Patient is doing well after an ointment bandage for several days. Healing is going well.